Event description:
It was reported that pump displayed a cartridge change error that did not resolve despite attempts to reload cartridge. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer removed pump from case, inspected and cleaned cartridge and pneumatic areas, attempted to reload and then fill and load a new cartridge but error persisted; technical support arranged pump replacement, instructed customer to use multiple daily injections as backup insulin therapy, guided customer on placing pump into storage mode, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.